Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Six weeks following the procedure, the patient experienced a mesh exposure in the left lateral sulcus and the mesh was reburied under anesthetic on (B)(6) 2009. In less than four weeks of revision procedure, the patient experienced a mesh exposure again and the exposed part of mesh was removed under anesthetic on (B)(6) 2009. Further follow-up revealed no mesh exposure, but a recurrence of stress incontinence. Currently, the patient is considering a surgery for stress incontinence. Additional information has been requested.